Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, concussion and excessive no delivery alarm test. Power alarm functions properly. Unit was received stuck in motor error loop during bolus basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery alarm and occlusion test due to motor error alarms. Unit had scratched, cracked and bleeding display window. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 368 mg/dl. Customer stated that his insulin pump was malfunctioning it was constantly alarming motor error and the drive support cap is flush. Nothing further was reported.